Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4527 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On 22-nov-2022, 4527 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted (lot no. 20214171) for female sterilisation. The patient had a medical history of anemia, chest pain, anemia, parity 3, multi gravida, menorrhagia, ovarian cyst, pelvic pain and uterine fibroid. Previously administered products included: probiotics nos. The patient had a family history of lung cancer. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4542 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Discrepancy noted : insertion date as per argus (B)(6) 2009 as per mr : (B)(6) -2010. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: findings: normal size and contour of the endometrial cavity. No filling defects. There are essure coils in the fallopian tubes. No filling of the fallopian tubes or free spill of contrast into the pelvic cavity. The patient tolerated the procedure well. Impression: 1. Hsg after essure coil placement bilaterally confirming sterilization. 2. The remainder of the examination is unremarkable. [Pathology test] on (B)(6) 2022: on the point of insertion of the left fallopian tube, there is a nodular area in the cornu of the myometrium with focal calcification measuring 1.5 cm in greatest dimension. On sectioning, it shows a hemorrhagic appearance suggestive of adenomyosis. Within this area, the fallopian tube shows a metallic coil or wire within the lumen. The right fallopian tube measures 7 cm in length and 0.7 cm in maximum diameter. On sectioning, also shows an intraluminal metallic coil and also appears nodular at the point of insertion. [Ultrasound scan] on (B)(6) 2009: complex left ovarian cyst, likely hemorrhagic. Follow up to ensure resolution. 2. Small amount of free fluid in the endometrial cavity. 3. Otherwise normal examination the most recent follow-up information incorporated above includes data received on: 28-sep-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted (lot no. 20214171) for female sterilisation. The patient had a medical history of anemia, chest pain, anemia, parity 3, multi gravida, menorrhagia, ovarian cyst, pelvic pain and uterine fibroid. Previously administered products included: probiotics nos. The patient had a family history of lung cancer. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4542 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Discrepancy noted : insertion date as per argus (B)(6) 2009. As per mr : (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: findings: normal size and contour of the endometrial cavity. No filling defects. There are essure coils in the fallopian tubes. No filling of the fallopian tubes or free spill of contrast into the pelvic cavity. The patient tolerated the procedure well. Impression: 1. Hsg after essure coil placement bilaterally confirming sterilization. 2. The remainder of the examination is unremarkable. [Pathology test] on (B)(6) 2022: on the point of insertion of the left fallopian tube, there is a nodular area in the cornu of the myometrium with focal calcification measuring 1.5 cm in greatest dimension. On sectioning, it shows a hemorrhagic appearance suggestive of adenomyosis. Within this area, the fallopian tube shows a metallic coil or wire within the lumen. The right fallopian tube measures 7 cm in length and 0.7 cm in maximum diameter. On sectioning, also shows an intraluminal metallic coil and also appears nodular at the point of insertion. [Ultrasound scan] on (B)(6) 2009: complex left ovarian cyst, likely hemorrhagic. Follow up to ensure resolution. 2. Small amount of free fluid in the endometrial cavity. 3. Otherwise normal examination. Lot number: 20214171 manufacture date: 2009-05 expiration date: 2012-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.